Event description:
A pharmacist reported that a glaucoma shunt was removed due to the shut not functioning. At the beginning of the procedure, the surgeon had opened a second scleral flap and confirmed the shut was clogged. He left the pt without a glaucoma shunt. There was no pt harm. During the same procedure, the pt had an intraocular lens (iol) successfully during the same procedure. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).